Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded, the hard drive was reformatted and the system interface board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury.